Event description:
It was reported that alerts triggered for low impedance on the superior vena cava (svc) and the right ventricular (rv) coil. Provocative testing showed noise on all electrogram channels with arm movements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).